Manufacturer narrative:
(B)(6). Additional product code: hrx.. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an unknown foot procedure on (B)(6) 2018. During the procedure, surgeon was not able to lock the 2.7mm variable angle (va) locking screw to the 2.4/2.7mm va locking compression plate (lcp) tarsometatarsal (tmt) fusion plate. Another plate and screw was used to complete the procedure. During the same procedure, surgeon used the reamer/irrigator/aspirator (ria) in the femur to obtain a bone graft. Once the graft was obtained and the ria was removed from the femur, it was noted that the tip of the ria drive shaft had broken. Fragments from the broken device were not able to be retrieved and remain in the patient. Surgery was completed successfully with a delay of approximately 30 minutes. Concomitant devices reported: 15.5mm reamer head for ria (352.257s, lot number unknown, quantity 1). This report is for one (1) drive shaft for use with ria. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date. Device history record (DHR) review: item: 314.743; lot: 7432391; rec'd qty 50; release to warehouse: february 12, 2014; manufacturer: criterion tool & die, inc.; inspection and packaging performed in monument. Product inspected and passed per inspection sheet. Certificate of conformance received from criterion certify products were produced in accordance with the purchase order, applicable drawings and specifications. Detail for certificate of compliance shows standards materials were processed and certify that the product were manufactured to the material and customer and/or industry specifications noted on drawing and purchase order. There were no nonconformances (ncs) or reworks generated during the manufacture of this lot. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation flow: broken. Visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken fragments were not received. The break is located distal to the helix. The helix is intact and shows minimal wear. No other issues were identified on the other portions of the returned device except for the signs of wear that does not affect product functionality. Based on the visual inspection, the received condition agreed with the complaint description, therefore the complaint is confirmed. Dimensional inspection: dimensional analysis proximal to the breakage area was performed. The outer diameter of the drive shaft proximal to the breakage was measured at 5.20mm (ca-215) which is within specifications of 5.18 +/-.025mm per device drawing. Document/specification review: product inspected and passed per the inspection sheet. Certificate of conformance received from criterion certify products were produced in accordance with the purchase order, applicable drawings and specifications. Detail for certificate of compliance shows standards materials were processed and certify that the product was manufactured to the material and customer and/or industry specifications noted on drawing and purchase order. There were no ncs or reworks generated during the manufacture of this lot. Relevant drawings for the returned device were reviewed during the investigation (both current and from the time of manufacture). Conclusion: while no definitive root cause could be determined it is likely that the complaint condition is the result of any unintended force encountered by the device during usage on its distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an unknown foot procedure on (B)(6) 2018. During the procedure, surgeon was not able to lock the 2.7mm variable angle (va) locking screw to the 2.4/2.7mm va locking compression plate (lcp) tarsometatarsal (tmt) fusion plate. Another plate and screw was used to complete the procedure. During the same procedure, surgeon used the reamer/irrigator/aspirator (ria) in the femur to obtain a bone graft. Once the graft was obtained and the ria was removed from the femur, it was noted that the tip of the ria drive shaft had broken. Fragments from the broken device were not able to be retrieved and remain in the patient. When the ria drive shaft broke off with unretrieved fragments left in the femur, the surgeon decided not to use any of the bone graft already harvested from the patient, as it may have contained fragments from the broken drive shaft. Instead he used allograft (demineralized bone graft) to complete the procedure. The new plate and screw had already been implanted. Surgery was completed successfully with a delay of approximately 30 minutes. Concomitant devices reported: 15.5mm reamer head for ria (352.257s, lot number unknown, quantity 1).